Event description:
It was reported following a percutaneous cardiac procedure and a pre-insertion femoral angiogram, a 6f angio-seal vip was deployed. Sometime later within the month , the patient complained of leg pain. The patient was diagnosed with claudication and a duplex ultrasound revealed stenosis in the superficial femoral artery. The patient underwent surgical intervention to correct the stenosis. The angio-seal was removed from within the artery. The patient is recovering in the hospital. The patient was taking prescribed anti-coagulants.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The following dates are estimated. Only the month/year is known: date of event. Explant date.